Event description:
It was reported that during a procedure performed on (B)(6) 2012, the volt inserter gator instrument bound up producing metal shavings that had to be removed from the pt's wound. Radiographs were performed to confirm that all debris was removed. The procedure was completed with further issue and no harm to the pt.

Manufacturer narrative:
Other - eval in progress, upon completion a follow-up report will be submitted.